Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2015 with the following findings: investigation revealed that the battery cap¿s coin slot was damaged, making the cap difficult to remove. Unrelated to the battery cap issue, investigation revealed that the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged. This report is made based on results of investigation completed on 11/06/2015.